Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broke piece was retrieved by forceps. The broken blade was returned for investigation. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed and the max hand activation button was non functional. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and corrosion was found at the max hand activation dome. Due to the corrosion discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.